Event description:
The customer reported via email that the paramedics were called in three occasions because of his low blood glucose level. The insulin pump did not alarm the customer of his low blood glucose levels. The alerts and alarms were not loud enough. His blood glucose level was 40 mg/dl. The paramedics gave the customer glucose tablets. He was also having issues with his sensor readings. His sensor glucose reading was 268 mg/dl but his blood glucose level was 58 mg/dl. The insulin pump alarmed calibration error and meter blood glucose now. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.